Event description:
It was reported through the zimmer knee registry that the tibial component became loose. A total knee arthroplasty was performed on (B)(6)2010.

Manufacturer narrative:
The patient is registered in zimmer knee registry. Per data received from the surgeon through this program, the cause for the tibial loosening is unknown. It cannot be determined if the cause for the loosening is related to the device.